Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient had not been receiving proper insulin delivery for approximately a week and a half, and the cause was unclear. The patient was using an infusion set and reported no issues such as bent cannulas, leaking, or kinks during site changes. A review of the patient¿s reports showed a noticeable rise in glucose levels following meals and meal announcements. Further assessment suggested the patient might have been experiencing maladaptation, as they had been using the device for only about a month and the issue began recently. The patient had changed their daily target after consulting with their healthcare provider and reported announcing meals immediately before eating. Guidance was provided on avoiding double meal announcements and spacing announcements by at least several hours. During the most recent event, the patient reported that glucose levels were affected, reaching a high of 346 mg/dl and remaining outside the target range for approximately three hours. No backup therapy, ketone testing, medical intervention, or additional assistance was used. No immediate health effects were reported. At the time of follow-up, the patient¿s glucose was 81 mg/dl, and the patient stated they had just eaten, announced the meal, and received the full dose. Additional training was planned. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.